Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and confirmed the intermittent image issue. The technical service representative connected the customer's core smart cable to a known, good, test baton and a known, good, test monitor and confirmed the picture went in and out. The camera image quality test was performed and failed. The technical service representative attributed the image issue to cable failure. Since the customer had already received a replacement glidescope core smart cable, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, when the cable was moved the picture went in and out. The customer was able to narrow the intermittent image issue to the core smart cable. A delay in the procedure of approximately one (1) minute occurred as a backup avl device was obtained. No harm to the patient or user was reported.